Manufacturer narrative:
Initial and secondary mdrs were submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. Initial and secondary mdrs were submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump volume was too loud. There was no reported impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.